Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported issues with the insulin pump. Customer states that the insulin pump is vibrating without an alarm or alarm. Customer also states that there is fluid under the lcd display due to being placed in the puddle of water. The blood glucose reading is 550 mg/dl. Nothing further reported.